Event description:
Same case as MDR# 2134265-2012-00042, 2134265-2012-00102, 2134265-2012-00103, 2134265-2012-00104, 2134265-2012-00105, 2134265-2012-00106. It was reported that post a uterine fibroid embolization (ufe) treatment procedure, severe post embolization syndrome was experienced. The patient presented for a ufe procedure with symptoms of swelling and bleeding. The patient had 30 fibroids. The patient was treated on one side using 3 bottles of 355 - 500 um contour pva microspheres. The other side was treated using 3 bottles of 355 - 500 um contour pva microspheres and 1 bottle of 500-710 um contour pva microspheres. There was complete occlusion of the vessels and all the fibroids died. Following the procedure, the patient continued to have an elevated temperature and increased levels of leukocytosis and inflammatory proteins requiring hospitalization for one month post procedure.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).